Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. The second reload was received fully fired. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open video-assisted thoracoscopic surgery (vats) procedure. Opened a manual stapling handle and loaded a reload but was unable to fire. Changed the reload but still no success. Changed the handle and still no success. The surgeon was not able to press the green button and was not able to squeeze the handle. Three manual stapling handles failed to fire. Five different reloads were not able to be fired. In order to resolve the issue and complete the case, opened a fourth handle. There was no patient harm. The patient status is alive, no injury.